Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure while the patient was under general anesthesia, the rapid exchange for guidewire entry which was at the distal end of the retrieval basket came off into the patient's stomach that was retrieved using a biopsy forceps. Furthermore, there were no unplanned diagnostic imaging to locate the device or to confirm it was removed. There were no delay and further patient harm during the procedure. The patient was discharged right after.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the problem might be the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. However, the cause of the reason could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.